Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of low blood glucose readings from the insulin pump. The customer's blood glucose reading was 41 mg/dl. The customer stated that he was in the hospital and has surgery. The customer also stated that he recently lost some weight and had low readings. The customer stated that he was given too much insulin by someone else. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flushed. The customer reported the drive support cap to be normal. The customer declined to troubleshoot for low readings.